Event description:
It was reported by synthes (B)(4) that the patient had an lc-dc (limited contact - dynamic compression) 10 hole narrow 5.4mm, medical grade, 316l stainless steel plate and an unknown number of screws implanted for a right arm fracture. This is report 2 of 2 for complaint (B)(4). This report is on the unknown screw.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment, not diagnosis.